Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during the gamma4 long nail technique, after inserting the nail, when attempting to insert the lag screw, the precision pin was inserted but could not be positioned correctly. Despite carefully drilling for the lag screw without a guide pin, it was impossible to drill to the appropriate depth beyond the lag screw hole. As the drill simply would not pass through, the precise length of the lag screw could not be determined. An approximate length was estimated and the lag screw inserted, but it too stopped midway. After switching to a nail with a different neck angle and reinserting it, we were able to place it in the optimal position. Postoperatively, calibration using the targeting device, nail, and lag screw employed for insertion revealed no issues. Consequently, the surgeon concluded that the device had deflected due to the patient's bone quality and shape, preventing insertion."